Event description:
It was reported that the led segment on the numeric display does not illuminate. No pt involvement.

Manufacturer narrative:
Attempts have been made to obtain additional information. No new information has been received at this time. The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During an investigation it was found that some segments of the led display were not illuminating correctly. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over twenty (20) months with no previous reported issues prior to this reported event.